Manufacturer narrative:
(B)(4). The device was manufactured between september 30, 2013 and october 1, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation containing approximately 100ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was subsequently performed by filling the bladder with green color water. After fill, no evidence of leak was observed at the capped site of the blue winged luer cap. The next day, there was still no evidence of leak observed at the capped site of the blue winged luer cap. The initial evaluation did not confirm the reported condition. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. This occurred after filling of the device with an unknown drug solution, but before patient use. The reporter stated that after filling the infusor, the blue winged luer cap was sealed. However, the device was found to be leaking from the capped site. There was no patient involvement. No additional information is available.